Manufacturer narrative:
No service on the ventilator was requested. No parts have been reportedly replaced. Provided ventilator logs confirms the reported alarms for low o2 concentration. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The user facility planned to investigate if this may be an issue with the wall gas source. No further information regarding any investigation results was provided. The root cause of the event has not been determined but there is no indication of a ventilator malfunction. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).